Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device, 0 days (the age is calculated from the date of implant to the event date.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported patient on inotropes for greater than seven days post implant. Milrinone was started on (B)(6) 2017 to (B)(6) 2017. Patient was discharged post treatment.

Manufacturer narrative:
Additional information. Investigation summary: a direct correlation between heartmate 3 lvas, and the reported event could not conclusively be established through this evaluation. The patient remained ongoing on heartmate 3 lvas,until (B)(6) 2018, when the patient was transplanted. There is no product available for evaluation. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on the event.